Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc coin battery was evaluated and replaced. The cmos was also reset as part of the service call. The system was tested and found to be working as intended and returned to service.